Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and the sensor session was successfully started afterward.